Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating with the server. A technical support specialist (tss) dialed the server and station to verify transaction data and confirmed the database was not encrypted. A database backup was performed and saved locally. Services were restarted after verifying that both data and file synchronization ports were open. The tss reviewed logs, found a manual recovery requirement, and followed the knowledge articles (¿how to decrypt station db for backup¿, ¿manual recovery required - data sync invalid upload change tracking value¿ and ¿ medstation es - station data sync error occurred while performing a sync task - duplicated facility sync settings¿). The tss updated the synchronization chunk size setting, confirming that the final upload/download data was current and restored station communication with the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the anesthesia in obor was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: b5, d1, d10, h11. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating with the server. A technical support specialist (tss) dialed the server and station to verify transaction data and confirmed the database was not encrypted. A database backup was performed and saved locally. Services were restarted after verifying that both data and file synchronization ports were open. The tss reviewed logs, found a manual recovery requirement, and followed the knowledge articles (¿how to decrypt station db for backup¿, ¿ manual recovery required - data sync invalid upload change tracking value¿ and ¿ medstation es - station data sync error occurred while performing a sync task - duplicated facility sync settings¿). The tss updated the synchronization chunk size setting, confirming that the final upload/download data was current and restored station communication with the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was not communicating.the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.